Event description:
It was reported that during a hand surgery procedure, upon opening the packaging of the micrifxqa+ w/#4oc c1 device, it was found that the anchor was deformed. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. During in-house engineering evaluation, it was determined that the device was stripped/worn/twisted/cross threaded. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary ¿ visual inspection of the returned photo found that the device is shown on its white blister, and the inner package was opened. The anchor does not show any bending or breakage. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. Biological matter can be observed on the anchor and sutures. The anchor has no structural anomalies. The center hole of the anchor where the inserter tip goes was found worn due to axial misalignment during insertion. The overall complaint was not confirmed as the observed condition of the micrifxqa+ w/#4oc c1 would not have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per instructions for use (IFU); do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.